Event description:
The customer reported the system locked up during boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and eprom memory. System operates as intended.